Manufacturer narrative:
A reserve sample of the same lot was tested for adhesive strength. The product was within specification.

Event description:
Consumer claimed that the product gave her dry mouth. No medical attention was sought for this condition.